Manufacturer narrative:
The user facility is outside of the us. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided: date of event - unknown. Brand name - unknown oxford partial knees. Device info- unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter name - the article was written by chloe e.h. Scott, frazer a.wade, rajarshi bhattacharya, deborah macdonald, pankaj pankaj, and richard w. Nutton. Manufacture date ¿ unknown. Product location unknown.

Event description:
Information was received based on a review of a journal article titled, "changes in bone density in metal-backed and all-polyethylene medial unicompartmental knee arthroplasty," which aimed to retrospectively quantify and compare changes in proximal tibial bone mineral density in metal-backed and all-polyethylene medial unicompartmental knee arthroplasties, correlating these with outcome, particularly pain. This retroactive study consisted of two-hundred-fifty-five (255) patients who had undergone partial knee arthroplasties between 1999 and 2007. One-hundred-seventy-three (173) patients received biomet's oxford metal-backed mobile-bearing partial knee and eighty-two (82) patients received competitor all-polyethylene fixed-bearing partial knee. Follow-up occurred between sixty-two (62) and one-hundred-fifty-eight (158) months. Bone density did not change significantly with time across all partial knee arthroplasties. Overall 81% of metal-backed patients and 78% of all-polyethylene patients were satisfied with their knee at greater than five (5) years. 89% of metal-backed patients and 88% of all-polyethylene patients reported satisfaction with pain relief. There was an overall decrease in medial sclerosis after medial partial knee arthroplasty with no differences apparent between metal-backed and all-polyethylene implants. The journal article reported the following results: eleven (11) revisions due to lateral osteoarthritis: nine (9) biomet oxfords and two (2) competitor all-polyethylene knees. Four (4) revisions of biomet oxfords due to loosening of the tibial component. Two (2) revisions due to loosening of the femoral component: one (1) biomet oxford and one (1) competitor all-polyethylene knee. One (1) revision of biomet's oxford due to loosening of both the femoral and tibial components. Five (5) revisions due to pain: one (1) biomet oxford and four (4) competitor all-polyethylene knees. The authors of the article concluded that bone mineral density changes under medial unicompartmental knee arthroplasty are independent of metal backing. They also concluded that sclerosis appears to be associated with ongoing pain.

Manufacturer narrative:
This supplemental report is being submitted to address only one event of the article. The following fields have been updated or corrected with additional/ updated information. The following sections were updated: event or problem, catalog and lot number, report source, manufacturer narrative. The following section was corrected: attachments. The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be .

Event description:
Information was received based on review of a journal article titled, "changes in bone density in metal-backed and all-polyethylene medial unicompartmental knee arthroplasty" there are multiple events reported in the article. This report addresses the multiple patients that were identified in the article that required revisions for pain on unknown dates. There has been no further information provided and the patients outcomes are unknown.